Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 120 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer states this is the second occurrence of replace battery now without a low battery warning. Advised the pump will need to be replaced. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test.